Event description:
A malfunction alarm identified as malf 12 was reported, but no notable events occurred before the issue, and it was resettable. Blood glucose levels did not exceed 500 mg/dl, showing no adverse impact on the customer. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.